Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superior vena cava. A 12.0 x40, 75cm gladiator balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the returned device identified a longitudinal tear in the balloon material starting at proximal markerband and extending 47mm distally. A visual and microscopic examination found no issue with the profile of the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superior vena cava. A 12.0 x40, 75cm gladiator balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was okay.